Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that when they last saw their healthcare provider it was discovered that their stimulation was off; it was unclear when this occurred. The patient stated, ¿everything seemed to be working¿ and they had been told that they would not always feel stim, so they thought therapy was working. It was noted that after the healthcare provider turned stim on, they could feel it. Troubleshooting on the call found that their stimulation was on. The patient stated that they had been using the ¿stim on¿ button instead of the sync button, and they thought the ¿stim off¿ button turned off the programmer. Button use was reviewed with the patient and they mentioned that they had turned up their stim and they could feel it. Additional information received from the patient on sept. 10, 2019 reported that they felt uncomfortable stimulation. The patient stated that on sunday, they were at (B)(6) and they wondered if the security gate did something as, yesterday, also of a sudden they had a feeling of too much stimulation in their vaginal area. The patient turned the stimulation down and it was better. The patient did indicate that they had damaged nerves and sometimes gets anxious and ¿maybe it reacts¿ with the implant. This morning, the patient started peeing more. They had no falls and just had regular activity. Today, the patient was at 0.1 and, when they pressed the plus button, the setting did not increase. The patient could see the lightening bolt but it was not sure they were looking at the correct icon and programmer icons were reviewed with the patient. The patient was asked to press the ins on button and now they were able to increase the setting. They had pressed the middle blue button (ins button). The patient stated that this was the second time the ins had been shut off (other time unknown). It was suggested to inform their healthcare professional (hcp) about the issue. There were no further complications reported or anticipated.